Event description:
This ventricular lead was implanted in 2006. The lead dislodged once during implant and had to be repositioned. Three days later, non-capture was observed. An x-ray confirmed that the lead was dislodged and the tip was sitting in the atrium. Reopened the pocket and tried to reposition the lead without success. Extracted the lead and replaced it with a medtronic lead. Lead is being returned to binc.